Event description:
It is reported needle breaks off. Event description: it was reported that the air needle breaks during preparation and falls into the anticancer drug. Per response: please confirm: if the lot information available? Unknown. Is the protector assembled manually or using the assembly fixture? The protector assembled using the assembly fixture. Is this occurring with a specific medication vial? Yes, occurs with specific drugs. Occurs with vectibix.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one protector attached to a vial was provided to our quality team for investigation. Upon visual inspection, the needle was observed at the bottom of the vial, confirming the reported concern. No defects or abnormalities were identified that would explain why the needle separated during assembly. The product undergoes multiple inspections throughout the manufacturing process to ensure quality and functionality, including verification that the cannula is properly centered, securely assembled, and free from damage or other defects. Because the lot number associated with this incident is unknown, a device history review could not be performed, and additional retained samples were not available for evaluation. Based on the available information, a manufacturing-related root cause could not be identified. It appears that the needle separated during the connection of the protector to the vial. Use of the m12 assembly fixture is recommended to facilitate the connection of the protector to the vial and should be performed using a slow and consistent motion. Complaints related to this device and condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported needle breaks off. Event description: it was reported that the air needle breaks during preparation and falls into the anticancer drug.